Manufacturer narrative:
Device evaluation summary: the pump investigation included priming the catheter access port, programming a bolus flow rate, and performing relevant flow rate tests. The pump primed and flowed per specification. Based on the investigation results, the reported event could not be confirmed. Internal complaint number: (B)(4).

Event description:
It was reported that two reservoir volumes higher than expected in the pump were observed on (B)(6) 2015 and (B)(6) 2015. The pump was explanted on (B)(6) 2015 and was returned for evaluation.